Event description:
N/a

Manufacturer narrative:
Updated data: b4, g3, g6, h2, h10, h11. Corrected data: b5, h6 (clinical & impact).

Event description:
It was reported that during use, the cs300 intra-aortic balloon pump (iabp) unit displayed low vacuum indication. There was no patient harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) unit displayed low vacuum indication.

Manufacturer narrative:
Patient height: 160cm. A getinge field service engineer (fse) was dispatched to evaluate this unit. Fse replaced drive assy. Unit tested to spec and returned to customer.

Event description:
N/a